Manufacturer narrative:
According to the hospital: the inadvertently released parts of the instrument that dropped from the handle into the pt's incision seemed to cause a tear in the pt's spinal dura. The surgeon immediately performed the 'dural repair' during the same surgery. There was no permanent adverse effect on the pt. Despite according to the hospital, there was no permanent adverse effect on the pt. There is no indication of a malfunction, quality or performance issue with the brainlab device, the brainlab device works according to its specifications. A risk to the pt's health could not be excluded for these specific circumstances in this isolated case. Since there is no indication of a malfunction, quality or performance issue with the brainlab device, the brainlab device works according to its specifications. There are no corrective and preventive actions intended by brainlab at this point of time regarding this isolated human error.

Event description:
During a spine surgery using the brainlab navigation system, when the navigated instrument was handed to the surgeon, the release button on the instrument's handle was inadvertently pressed/held down. The inadvertently released parts of the instrument dropped from the handle into the pt's incision.